Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 53.2mm. External iliac artery (eia) landing was performed with a non medtronic device left limb. Vessel tortuosity was serious reportedly. The main body (etbf3616c166ej) and the non-medtronic limb were combined. An etlw1616c124ej was implanted on the right side. It was reported that approximately 3 months post index procedure that the patient presented emergently, it was found that there was a thrombotic occlusion on the right limb. Initially the ankle brachial index was low but it wasn't confirmed to be an occlusion until the intervention procedure. The thrombotic occlusion occurred only in the etlw1616c124ej but it reached the bifurcate etbf3616c166ej. Two days later on (B)(6) 2020, intervention was performed, with percutaneous transluminal angioplasty (pta) carried out followed by the implantation of a bare metal stent to secure the lumen of the stent graft, so that blood flow in the right limb was improved. As per the physician the cause of the event was patient vessel morphology. No additional clinical sequalae were provided and the patient is fine.